Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000090720.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.